Manufacturer narrative:
The referenced subdural bleeding was reported under medwatch MFR #2916596-2016-00205. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 years, 5 months. The patient remains on lvad support with the device. A correlation between the device and the reported driveline infection could not be conclusively determined. The instructions for use lists driveline infection as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed a driveline infection that was first observed on (B)(6) 2015. The patient was admitted to the local hospital on (B)(6) 2015 and was evaluated. The patient was previously prescribed minocycline by the implanting center due to a history of driveline infection. On (B)(6) 2015, cultures of the driveline site drainage grew pseudomonas. The patient was discharged home at the end of the week on unspecified oral antibiotics. The patient returned to the emergency department on (B)(6) 2016 with worsening tenderness and an abdominal rash. A CT scan showed cellulitis of the anterior abdominal wall. The patient was admitted and placed on IV antibiotics. Repeat driveline cultures continued to be positive for pseudomonas. The patient was seen in the clinic on an unspecified later date and the rash had resolved. Upon consultation with the implanting center physicians, long term IV antibiotics were prescribed. The patient was seen again in the clinic on approximately (B)(6) 2016. The patient reportedly "looked great". The abdominal tenderness had resolved and the rash was gone; however, there was still drainage from the site. The white blood cell count was normal, the patient was afebrile, and blood and urine cultures were negative. The patient will remain on IV antibiotics. A recent system controller log file showed no unusual events and the patient's lactate dehydrogenase levels were in the 300 u/l range. The patient was off anticoagulation due to recurrent subdural hemorrhages. It was reported that the patient was not a candidate for a heart transplant, a pump exchange, or a driveline site debridement.